Manufacturer narrative:
During power up, the unit received pump error 38 during rewind. After further review, the motor was unable to turn due to corroded motor home switch . Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests or verify motor anomaly and downloads due to the pump error 38. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, battery connector, battery tube, motor, vibrator during visual inspection. Cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay and cracked case (battery tube). Unable to verify motor anomaly due to pump error 38 alarms during rewind due to corroded motor home switch were confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), drive/motor anomaly. The customer reported no adverse event. The event involved product(s) mmt-1880. Pump has possible physical or cosmetic damage. No harm requiring medical intervention was reported. No product return is required for mmt-1880.